Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 10. The indication for use was non-malignant pain. The patient reported that while they were visiting a friend in the hospital the patient was having a hard time getting the handset to connect to the communicator. The patient stated they left the hospital room and walked to the end of the hall and the patient was able to bolus right away. The patient confirmed only blue tooth, location , sound and auto rotate are currently toggled on the handset. The agent reviewed emi. The agent reviewed general use of handset/communicator and both external devices are recommended to be charged daily. The patient also reported that when they are bolusing, the handset was lagging at 90%. The agent reviewed data and assisted the patient in deleting the data and the patient was able to connect to the pump with no lag.